Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The distributor contacted animas on (B)(6) 2014 alleging the up arrow, down arrow and ok keypad buttons were unresponsive when pressed. No further information was provided. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad issue remained unresolved with troubleshooting.

Manufacturer narrative:
(B)(4). Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: on examination, the keypad was intact without damage. On testing, the keypad buttons were responsive and functional with proper spring back and click. The keypad cover was removed for investigation. There was no contamination or anomaly found. The pump was opened for investigation and did not reveal any damage, defect or contamination of the interior pump components. The reported issue was not confirmed or duplicated. Unrelated to the original complaint, investigation revealed the bolus button cover and plug were detached from the pump, exposing the internal contact.